Manufacturer narrative:
H11: through follow up communication with livanova field service representative, it was learned that also processor board and distribution board were replaced to solve the issue. Functional testing was then performed and all results were found aligned within specifications, therefore device returned to service. Review of livanova complaints database revealed no further analogue issue notified for this machine since its installation in 2016. The most likely root cause of the reported issue is rusted/corroded/damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, that led the pump to no longer rotate freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution and processor boards.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater/cooler. The incident occurred in leeds, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a faulty stirrer motor, which was replaced with a new one. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an error message (code: e06) associated to stirring mechanism that uses too much power was displayed on patient side of a 3t heater/cooler. The event occurred during set-up of the device. There was no patient involvement.